Manufacturer narrative:
Investigation conclusion: the customer¿s reported issue of cracks observed in the rear cases was confirmed through visual inspection. For both pump modules sn (B)(4) and sn (B)(4), observed upper well plastic was missing from rear case. The rear cases were noted to have the date code of june 2011. This is an indication that the material of the rear case is bayblend fr110. This material has been found to lose its ductility when un-approved chemicals are used on the case, or when approved chemicals are not wiped or rinsed off as recommended. Fluid ingress damage was observed in the interior of the case in the proximity of the area of breakage, primarily at the base of the rear case. When chemicals damage the plastic it loses its ductility, becoming brittle and when under load such as the screw securing the case, it can break prematurely. Additionally, for pump module sn (B)(4), observed cracks on the rear case above the left iui connector. The torque value for the chassis to rear case assembly should be 12 in-lb per the technical service manual. (B)(4). A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. (B)(4). A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
It was reported that the cases were open to inspect or replace the bezels and most likely when biomed previously replaced the cases it was over torqued that caused the cracks . The cases were broken prior to the remediation 64 were cracked. The customer explained that they were cracking from tightening when putting back on however the breakage was stopped as they are not tightening the case as much. The customer reported that there was no patient involvement.